Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Inserted a test p-cap into the retainer ring and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, another crack in the case which runs horizontally across the battery tube about where the bottom of the battery compartment is located, pillowing keypad overlay, case finish rubbed off. Unit was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to the critical pump error (open book image) alarm. The initial attempt to download/upload using crest/thus was successful. The error code = 0x49 appears in the error log fault number field of the adapt tool which is described as a main lcd test failure. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba2--j1, lcd flex cable terminal. In summary, the customers report of a crack in the case was confirmed during testing. The critical pump error (open book image) alarm and the error code = 0x49 are due to the moisture damage at the pcba2 j1 lcd flex cable connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was broken from top at the back and down the side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.